Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced partially clogged pinch tubing in the white blood count (wbc) bath drain pathway at valve (vl14) to resolve the leak issue. The fse replaced diluent filters and diluent reservoir to correct high platelet (plt) background. The fse verified the instrument and no further issues observed. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported bath overflowing of the coulter ac·t diff analyzer leaked less than 5 ml of diluted blood while running samples. The leak was not contained within the instrument. The customer bleached drain pathway. The customer was wearing a lab coat and gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.